Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. Inspected the pump and during power up, and it went into an alarm with error code 107. The error code 107 was referenced to motor issue. Further investigation of the pump determined that the motor was too tight or jammed and the root cause of the issue. Service will replace the motor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited system fault. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.